Manufacturer narrative:
H.6. Investigation summary one syringe received for investigation, catalog and lot number are unknown. Sample was evaluated for leakage, no defects observed. Additionally, no defects were observed in the molding of the barrel and / or stopper. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that the unspecified 3ml bd syringe experienced leakage at the connection site and tip/luer damage/deformation during use. The following information was provided by the initial reporter: material no.: unknown. Batch no.: unknown. Per email: regarding this reported issue of a leak at both extension sets, functional testing of the received samples observed the leak to only occur with the syringe due to the known issue of a deformed section near the base of the syringe luer tip. Here is the information for the received syringe: - bd 3ml syringe lot unknown / barrel flange mold number m-143 and cavity 52.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified 3ml bd syringe experienced leakage at the connection site and tip/luer damage/deformation during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. Per email: regarding this reported issue of a leak at both extension sets, functional testing of the received samples observed the leak to only occur with the syringe due to the known issue of a deformed section near the base of the syringe luer tip. Here is the information for the received syringe: bd 3ml syringe lot unknown / barrel flange mold number m-143 and cavity 52.